Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the night of the procedure, the patient had a fever of 102 degree fever and was placed on antibiotics. The patient has been having recurring fevers (less than 102 degrees) and sweats, despite antibiotics. An infection is suspected; however, the patient does not have an elevated white blood cell count, and cultures came back negative. There may be a small pocket of air near the stent graft. It was reported that approximately one month post index procedure that the patient has not had anymore fevers and is off antibiotics. The CT shows no air and no endoleak. No additional clinical sequelae were reported the patient is fine. A film evaluation showed the stent graft in a good position with small air pocket around graft.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (fever); (unknown cause of event). Evaluation, conclusions: (unknown cause of event).